Manufacturer narrative:
Testing and investigation is complete. The device was not received. During the investigation, no possible causes for the reported distal occlusion alarm were identified. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
Report received from (B)(6) that indicated the tubing set generates distal occlusion alarm. No info was provided including if the event occurred during or prior to pt use, if there was any adverse pt effects, any delay of therapy critical to any pt, or the identification of the initial reporter. Hospira's medical investigation is complete; however, if additional info is received a supplemental report will be submitted.